Event description:
It was reported that during a pvi procedure the farawave 31 mm - us catheter was selected for use, after completing pvi and pwi, upon removing the catheter and sheath from the left atrium, resistance was encountered in the handle when advancing the wire to the superior vena cava (svc). Upon deploying the catheter into a basket shape, the splines came out of the sheath, and there were difficulties in changing the catheter's configuration. Subsequently, the desired ablation therapy was successfully delivered, but upon inspecting the catheter, it was observed that the inner lumen was damaged, necessitating replacement of both the catheter and wire. The catheter and the wire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned. New information was received per gfe: no issues were reported with loading the wire or advancing/withdrawing from the farawave catheter while in the left atrium. Issues occurred when advancing the wire up to the svc while in the right atrium. The handle had resistance but eventually deployed into a basket shape. Resistance was encountered when attempting to transition to a flower shape, with the handle "jumping" and the resistance releasing. The catheter was then in a flower shape, and the wire was withdrawn. Therapy was delivered to the cti without issues. Post-ablation mapping revealed mitral isthmus ablation was necessary. During the testing of the farawave catheter, the wire was observed coming out the proximal end of the splines, with the inner lumen missing. Multiple wire advancements and withdrawals caused the inner lumen to protrude from the proximal end of the splines. A total of 119 applications were given across two catheters for pvi, pwi, cti, and mitral isthmus line completion. No excessive advancing or withdrawing of the wire during the case was noted. No wire issues were reported by the mds during the case. Heparin was administered before transeptal per protocols, with no unusual act results. No pictures were available. Supra core guidewire was used. Ice images and fluoro images were utilized as needed. 3. The catheter was successfully withdrawn from the pt without issue.

Event description:
It was reported that during a pvi procedure the farawave 31 mm - us catheter was selected for use, after completing pvi and pwi, upon removing the catheter and sheath from the left atrium, resistance was encountered in the handle when advancing the wire to the superior vena cava (svc). Upon deploying the catheter into a basket shape, the splines came out of the sheath, and there were difficulties in changing the catheter's configuration. Subsequently, the desired ablation therapy was successfully delivered, but upon inspecting the catheter, it was observed that the inner lumen was damaged, necessitating replacement of both the catheter and wire. The catheter and the wire were replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned. New information was received per gfe: no issues were reported with loading the wire or advancing/withdrawing from the farawave catheter while in the left atrium. Issues occurred when advancing the wire up to the svc while in the right atrium. The handle had resistance but eventually deployed into a basket shape. Resistance was encountered when attempting to transition to a flower shape, with the handle "jumping" and the resistance releasing. The catheter was then in a flower shape, and the wire was withdrawn. Therapy was delivered to the cti without issues. Post-ablation mapping revealed mitral isthmus ablation was necessary. During the testing of the farawave catheter, the wire was observed coming out the proximal end of the splines, with the inner lumen missing. Multiple wire advancements and withdrawals caused the inner lumen to protrude from the proximal end of the splines. A total of 119 applications were given across two catheters for pvi, pwi, cti, and mitral isthmus line completion. No excessive advancing or withdrawing of the wire during the case was noted. No wire issues were reported by the mds during the case. Heparin was administered before transeptal per protocols, with no unusual act results. No pictures were available. Supra core guidewire was used. Ice images and fluoroscopy images were utilized as needed. The catheter was successfully withdrawn from the pt without issue.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. An attempt was made to advance a new guidewire through the device, but the attempt was unsuccessful. Therefore, the deployment mechanism was felt damaged due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. Under microscope inspection it was observed that the welding of the tip was damaged. The catheter was dissected to locate the source of the inability to insert a guidewire. Dissection revealed that a small part of the guidewire was still stuck in the distal end of the guidewire lumen. Additionally, some tissue and dried blood were observed on that piece of stuck guidewire.